Manufacturer narrative:
(B)(4). The customer ordered a replacement ECG out / ac internal cable to resolve the issue. As of 07/30/2013 the customer has not called back regarding this issue with this device. The device remains at the customer site. Philips concluded that this was a malfunction of the ECG out/ac internal cable.

Event description:
The customer reported that the sys was down and no further symptom details were provided. There was no reported pt involvement and/or impact.